Event description:
Customer reported a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Corrective actions involved the replacement of the pump by technical support, with the customer being informed and the old pump returned using a pre-paid label. The customer did not disclose what type of backup therapy they would use during the interim.